Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced in describe event or problem are filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using five proglide devices. Reportedly, an unspecified device malfunction occurred with the five proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch reports, the following additional information was received stating a total of five proglide devices were used in two different cases on two different days on abdominal aortic aneurysm repair (aaa) procedures. No additional information was provided.